Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: (B)(6) 2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, via an implantable pump. The indications for use were non-malignant pain, failed back surgery syndrome, and other non-malignant pain. The patient stated that with their last pump, the catheter busted into 4 pieces, so they removed the catheter. Per the patient, this was 6-7 years ago. No further complications were reported.